Manufacturer narrative:
A test software environment was developed in order to investigate the unanticipated behaviors observed in this case. This method was unable to reproduce the anomaly described in this complaint. However, we are continuing to monitor for anomalies similar to this case in order to gather additional information that may help determine root cause.

Event description:
The adult patient was undergoing a tumor ablation procedure for an astrocytoma. During treatment, no thermal data was displayed in one of three top views. Attempts to place reference points on the view that was missing data, resulted in errors. This prevented the physician from proceeding into temperature calculation. A series of steps were performed that ultimately allowed the physician to enter temperature calculation. The physician was eventually able to fire the laser while no data was being displayed within one of the views prior to restarting the software which ultimately resolved the issue and the user continued with the procedure.